Event description:
During the screw removal of a revision surgery, two universal drivers bent. One driver has bent prongs and the other has bent prongs as well as bent shaft.

Manufacturer narrative:
Investigation pending.